Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation/additional information: device evaluation: one photograph was provided to our quality team for evaluation. The image shows a c100-o infusion adapter connected to an IV bag and placed inside a container. The devices are noted to be stained with liquid indicating a leak occurred. Upon review, the infusion adapter does not appear to be fully inserted into the IV bag port, noting it not fully advanced to the ring stop. No visible damage or defects were identified that would prevent the adapter from being properly inserted as intended. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. Because the specific lot involved in this event is unknown, a device history review could not be performed, and retained samples were not available for additional evaluation. Based on the available information and without the physical sample to further evaluate, we cannot identify a failure or a root cause related to our product or manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. Additional information: section b5 updated to include additional details provided by the customer.

Event description:
Additional information: was there any resistance or issue inserting the spike into the IV bag? There was no resistance or issue when inserting the bag; however, the spike was not inserted far enough into the bag. Do we know the brand of the IV bag? Baxter pvc bioflex bag.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd infusion adapter c100-o had leakage. The following information was provided by the initial reporter: it was reported that there was a leaking bag of chemotherapy (doxorubicin) presumable due to closed system bag spike not being inserted into the bag properly. Leak was identified during initial checks with patient before therapy administration. No injuries or exposure to therapy occurred. Leak of a hazardous compound (vesicant). Product was discarded as per hospital protocol.